Manufacturer narrative:
The device was inspected at osh. Osh checked the subject device and found the reported phenomenon and found the clogged foreign matter was mainly white and yellow floccule, also the air/water nozzle had been deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the following mechanism. Fibers from waste cloth and/or paper towels used in the reprocess entered the air/water channel of the subject device. Then the fibers reached to the air/water nozzle and became clogged. In addition, because the air/water nozzle had been deformed, the fibers could not be removed by an appropriate reprocess and remained in the air/water nozzle. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus china (osh), it was found that the air/water nozzle had been clogged with foreign matter. There was the possibility that the subject device which was inappropriately/insufficiently reprocessed had been used. The subject device had been returned to osh for repair because the subject device had the air/water nozzle failure. There was no report of patient injury associated with the event.